Manufacturer narrative:
The cause for the false positive advia centaur toxoplasma g result is unk. The customer is providing the sample for additional evaluation. No further evaluation of the device is required.

Event description:
Positive advia centaur toxoplasma g results were obtained by the customer on pt samples (several draws) when compared to other methods. Toxoplasma igm results were negative for all methodologies. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive toxoplasma g results.